Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/02/2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/05/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/23/2015 with the following findings: on investigation, the pump powered with a blank screen. Investigation duplicated the complaint. The pump was opened for investigation and revealed moisture on the printed circuit board, the display flex and connector and the force sensor unit. Complete pump testing was not able to be performed due to the blank display screen.